Manufacturer narrative:
The facility did not request svc. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A medical center rep reported on behalf of a surgeon that there was an event during surgery. Additional info from the surgeon revealed that during a vitreo-retinal surgery, the system suddenly lost pressure without warning. The surgeon realized the pt's eye was going soft and quickly increased the pressure to over 60; however, the pt did sustain a slight choroidal detachment. According to the surgeon, the pt is fine, the folds smoothed out once the pressure was adjusted and no hemorrhage occurred as he had stopped infusion right away and performed air tamponade. The system was used to complete the case with no other issues. He also indicated, the pt eye level setting was no different than any other case he performs. In addition, he stated that there was no obstruction or occlusion of the cutter or tubing when the pressure loss occurred. He stated, the pt is doing fine with no post-operative issues. No further info will be provided.